Manufacturer narrative:
Per the information collected, the error led on the base station was red. A red error led indicates that there was an internal error in the base station, and the connection with the wireless footswitch is lost. The connection between the wireless footswitch and the base station was re-established after restarting the allura system. By restarting the system, the power to the wireless base station is removed which resets it. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Event description:
It has been reported to philips that the wireless footswitch did not work during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.